Event description:
It was reported that: patient has been having pain since surgery. Patient states that cobalt level is elevated. Patient is scheduled for revision surgery on (B)(6), 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that: patient has been having pain since surgery. Patient states that cobalt level is elevated. Patient is scheduled for revision surgery on (B)(6) 2013.

Manufacturer narrative:
An event regarding pain, revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain, revision is considered to be under the scope of this recall. No further investigation is required.